Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) was confirmed due to the electrode belt¿s black pulse wire being broken inside the distribution node (dn) to the therapy electrodes (tes). The belt was unable to pass falloff testing. The root cause for the broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.